Manufacturer narrative:
This lead's allegation was not confirmed. The guide wire passed through this lead without any allegation.

Event description:
It was reported that this lead was an attempted implant due this lead was became difficult to tract over the guide wire despite flushing. This lead was never in service. No adverse patient effects were reported.